Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room with vomiting as a result of high blood glucose over 400mg/dl. The caller stated there was a snow storm and the customer kept working a lot overtime. Also the additional stress he had may have been the cause of his high blood glucose. The customer was admitted and observed for twenty four hours. No further information was provided.